Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple supple changes were performed to address the occlusions. The customer's blood glucose levels were 214 mg/dl and 400 mg/ dl. Reportedly, customer reverted to manual injections for insulin therapy.